Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's reservoir had a lot of air bubbles inside of it. The patient's blood glucose at the time of incident is unknown. The customer was advised that insulin had to be stored at room temperature, and that the o-rings should be moved a few times. The customer's filling procedure was also reviewed, and the customer was advised on how to remove the air bubbles from the reservoir. No products were shipped or returned.